Event description:
It was reported that during a lap hernia procedure, the staples jammed. A new instrument was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
H6: damaged governor teeth. Eval summary: the analysis results found that the device was rec'd in good visual condition. The device was actuated and the 13 remaining anchors were not deployed in proper sequence. The instrument was disassembled and an internal component was found to be damaged; therefore, causing the device to not fire as intended. No conclusion could be reached as to how the component became broken. The mfg records were reviewed and no anomalies were found during the mfg process.